Event description:
Invalid result (s). The test didn't work...registered nothing. I followed the directions to the letter. I had to go back and get a different one that was double the price, but at least I got a result. Thank god I did because it came back positive. You get what you pay for, and I couldn't.